Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 3:30am. Caller, pt's wife, stated that pt woke up and fell. Caller rushed to get him up and checked his blood sugar. The prodigy meter read 76, but the pt wouldn't answer, so medics were called. Medics arrived 10 mins later and retested with the prodigy meter, receiving a reading of 77. Medics then used their meter and got a reading of 28. Pt was given a peanut butter and jelly sandwich, peanut butter crackers, and a glass of juice. Pt was hospitalized and his glucose level was tested hourly. He was not allowed to be discharged until three consecutive glucose tests fall above 100mg/dl. Pdc sent replacement w/prepaid envelope and requested to return suspect product(s).

Manufacturer narrative:
Pt did not return suspect product(s); therefore, eval could not be performed.